Manufacturer narrative:
Maquet cardiopulmonary technical support department investigated the cardiohelp-I device in question and did not find any errors, i.e., there was no device failure. The device worked as expected in every recorded situation. It is believed that the most plausible cause of the problems encountered was incorrect operation by the user. It was recommended that better training of the staff be undertaken to avoid further issues. This is the final report for this incident.

Event description:
(B)(4). The initial medwatch - mfg report # 8010762-2015-00892 and importer # (B)(4) was submitted on paper on aug 14, 2015.

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary ag has not investigated the device. The product failure investigation, analysis and resolution for the device described in this report will be provided by maquet cardiopulmonary ag. A supplement medwatch will be submitted when additional info becomes available. (B)(4).

Event description:
(B)(4).